Event description:
On (B)(6) 2012, received clarification from the reporter that the tube was in place for one day.

Manufacturer narrative:
(B)(4).

Event description:
The complainant reported the gastrostomy tube's balloon deflated and the tube fell out. The tube had only been in place four to five days; however, the insertion and removal dates are unknown.

Manufacturer narrative:
(B)(4). The batch history record review was found to be accurate with no abnormalities.

Manufacturer narrative:
(B)(4). Abbott nutrition standard procedure includes attempting to obtain all required information from the source.